Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms. It was later discovered that the device programming was incompatible with the single coil right ventricular lead. The ICD was reprogrammed and the issue was resolved. This ICD remains in service at this time. No adverse patient effects were reported.